Manufacturer narrative:
Investigation summary a sample was received and tested by our quality team. The separation was immediately noticed and the complaint has been verified. The set was further investigated under microscope and the root cause of the reported separation was due to a lack of solvent at the portion of tubing where the drip chamber is attached. The tubing was further measured and met the manufacturing specifications. The potential root cause for the lack of solvent was found to be: 1. Undefined screw depth specification during the dispenser preparation could lead to lack of solvent. 2. The excess of activities performed by the dispenser operator could lead to an inconsistent manner of the fixture. As a corrective action, to mitigate or eliminate the separation failure mode by lack of solvent, a project has been funded to update solvent applicators procedure to reflect optimal screw depth and preparation. As a preventative action, manufacturing cell operations procedure has been updated to mitigate the use of the fixture in an inconsistent manner by excess loading of activities. A device history record review for model 40000-07t lot number 20095693 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv came apart below the drip chamber during priming. The following information was provided by the initial reporter: "ps just had another come apart today, but luckily no medication running. Will complete report." "Defective product - product came apart below the drip chamber while being primed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv came apart below the drip chamber during priming. The following information was provided by the initial reporter: "ps. Just had another come apart today, but luckily no medication running. Will complete report." "Defective product - product came apart below the drip chamber while being primed."